Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: data not available. Omnipod software app version: data not available, operating system: data not available, hardware: data not available, cgm sensor type: data not available, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a cannula deployment failure in which the cannula did not exit through the intended opening and did not insert into the skin on the abdomen. The patient noted that the cannula exited in an incorrect direction, deploying between the adhesive layer and the plastic housing. As a result, the cannula did not insert into the skin and "stabbed" her finger when the patient handled the pod. No further information was provided about the finger injury. It was further noted that the pink slide did not appear to have advanced. The patient reported that this was the first occurrence of this issue. The pod was not worn, and a new one was applied. There was no impact to blood glucose levels reported.